Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient with an implanted neurostimulator (ins) for dbs therapy I ndications. They reported that last night the patient's hand started shaking really bad, but it seemed to have calmed down a little bit by the time they called patient services. At the time of the call, the patient was charging their ins with the wireless recharger (wr), and the recharger app indicated that the ins battery was 75% charged, the wr had an excellent connection with the ins, and therapy was off. The caller wasn't aware that the therapy was off, and thought it might have been turned off when the patient had an MRI about 2 weeks ago. Agent reviewed how to turn therapy on. When the caller opened the therapy app, they were prompted to select the model of the communicator they were using. The caller selected tm90 and confirmed the communicator paired with the handset. The caller confirmed they were able to turn therapy back on. Once the therapy was turned on, the caller said the patient got "quite a jolt" and they were a little dizzy, but they said the patient was "working them way through it" and was laughing. The caller noted th at the shaking in the patient's hand was almost gone. The patient then resumed charging the ins. The troubleshooting steps that were taken on the call resolved the issue.